Event description:
At shift change, (B)(6) rn changed to new bag of levophed infusion (which has been running for days on a new baxter pump). Throughout the first few hours of my shift, I had to increase levophed dose and pt's bp was continuing to decline. Upon further inspection of the tubing, we discovered that the infusion was not dripping into the drip chamber. No alarm was sounded on the IV pump). I tried to spike the bag further and then noticed drips in the drip chamber, but there was still no alarm on the pump when there was no infusion occurring. We immediately got a new pump (older model) and new bag of levophed and began a new infusion on the pt. Bp is starting to increase.